Event description:
User facility reports an air leak due to a cut in the pump segment tubing 25 min into dialysis treatment. Evaluation of the returned complaint samples indicates that this event may have been caused by user error of improper or incomplete insertion of the pump segment tubing intot he machine housing. The machine MFR has provided info to the user on proper installatoin of the pump segment tubing. Due to potential for contamination the extracorporeal circuit was discarded resulting in ebl=250cc. There was no pt injury or need for med intervention reported. This MDR is filed for blood loss only.